Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 40 mg/dl to 50 mg/dl. The customer treated for low blood glucose value with juice, glucagon and carbohydrates, peanut butter. Customer was also reported other blood glucose values such as 108 mg/dl, 54 mg/dl, in the range of 40 to 60 mg/dl, 134 mg/dl. The insulin pump will be returned for analysis.